Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/10/2016, that on (B)(6) 2016, the receiver displayed a hwbat error. There was no report of injury or medical intervention. No additional patient or event information is available.